Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020322, k021954, k022172, k023273, k023301, k024152, k030677, k031306, k031679, k031679, k032131, k033784, k033907, k040006, k040106, k040716, k050555, k051689, k053241, k060214, k060217, k060218, k060218, k060493, k082538, k082852, k082913, and k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ pmic/ID-106 the user experienced misidentifications with staphylococcus species from a patient wound specimen. No health impact or consequence reported. Report 1 of 2.

Manufacturer narrative:
Investigation summary this complaint is for misidentification of staphylococcus when using phoenix panel pmic/ID-106 (catalog number 448606) batch number 3353080. The customer did not return panels or isolates but provided phoenix generated lab reports and photos for the investigation. The customer provided phoenix lab reports show an isolate identified as staphylococcus epidermidis. The photos show the sequence numbers and dates. To investigate, retention panels from the complaint batch were tested using in house and qc isolates s. Aureus a25923, s. Aureus a29213, s. Aureus 4757 and s. Aureus a43300 on a phoenix m50 machine and evaluated for identification results. Additionally, one control panel from the same material but different batch were inoculated with qc isolate s. Aureus a29213 on a phoenix m50 machine and evaluated for identification results. The panels tested identified the isolates as s. Aureus, therefore, this complaint is not confirmed for misidentification. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary.

Event description:
It was reported while using the bd phoenix¿ pmic/ID-106 the user experienced misidentifications with staphylococcus species from a patient wound specimen. No health impact or consequence reported. Report 1 of 2.